Event description:
It was reported that the clips were falling from the jaw when they attempted to fire the device. The clips were retrieved and another like device was used to complete the case with no patient consequence. The device is available for analysis.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.